Event description:
Customer reports that the pt tested 19mg/dl on the device and 63mg/dl on the lab drawn, 9 minutes later. There are no allegations of inappropriate measures taken based on device results. No adverse event reported. Quality controls were used and reportedly fell within acceptable limits. MFR requested return of suspect devices, but customer declined.